Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was unable to retract the bipolar cautery on the vasoview 7 xb. A replacement unit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the bisector blade was stuck in between the two electrodes on the left side. There was some evidence of blood. Based upon this observation, the reported failure "blade stuck" was confirmed. (B)(4).